Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited peeling of the adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. A root cause could not be identified; however, a probable cause was determined to be due to external factors or handling. The instruction manual identifies the following which could have detected the phenomenon: operation manual ¿chapter 3 preparation and inspection 3. 3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.